Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with over-the-phone and was informed that the cup transfer assembly mechanism required frequent cleaning to prevent 2160 c.transfer not detected cup error message with the aia-900 instrument. The customer verified that parameter #23 c.trans z: cup waste setting was incorrectly set to 267. The customer corrected the parameter to 317. The aia-900 instrument was working within specifications. On (B)(6) 2018, the fse followed-up over-the-phone and the customer confirmed that the cup transfer mechanism was operating as expected. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints for serial number (B)(4) was conducted from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. The 2160 c.transfer not detected cup cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was due to an incorrect alignment at the cup transfer waste position. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported receiving 2160 c.transfer not detected cup error message with the aia-900 instrument. The customer reported cleaning the sensor and picker and applying lubrication to the springs did not resolve the issue. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.